Event description:
Customer reported unit has the battery springs detached from the battery compartment. No battery leakage or residue was reported. Also no damage to the exterior of the case was reported. The customer did not provide a date when this was discovered. There was no patient incident or injury.

Manufacturer narrative:
The reported issue that the battery springs detached from the battery compartment was not confirmed. There is no damage to the battery springs. Evaluation of the returned product revealed the unit powers up when using new batteries. However, the nurse call cable does not securely connect to the receptacle. Therefore, the nurse call light turns off intermittently at the nurse call test fixture. Used a working nurse call test fixture and nurse call cable. There is no physical damage to the nurse call receptacle. However, the battery door is missing and the aqualert water indicator label shows moisture exposure. Note: posey instructions for use warning statements: when connecting the alarm to the nurse call system, check that the nurse cable is securely connected to the alarm and nurse call panel. Always test alarm and nurse call functions if nurse call cable is plugged into the alarm and wall jack. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, or activate pir sensor) and make sure the nurse call light for the proper bed and room activate in the appropriate nurse's station location. Remove the cable from the wall jack and make sure the visual or audible alert at the nurse's station immediately activates. The posey elite is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. (B)(4).